Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with herniated disc and underwent cervical arthroplasty with instrumentation surgery at c4-c5 levels. During surgery, while drilling through the drill guide, after the first hole was made, the drill bit sheared at the fluted end. The tip broke off inside the guide and the patient¿s endplate. No fragment of the instrument were remaining in the patient. The product came in contact with the patient. No patient complications were reported.